Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s daughter reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019, with blood glucose of over 900 mg/dl. Customer also reported that the insulin pump was not working. Customer was unconscious. The customer was treated with insulin drip for 48 hours. The insulin pump will be returned for analysis.